Event description:
It was reported that an unspecified quantity of clearlink system extension sets were blowing when used with computed tomography scan; specifically when attempting power injections. This event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that an unspecified quantity of clearlink system extension sets were blowing when used with computed tomography scan; specifically when attempting power injections. This blows contrast all over the patients, typically their face and chest, and on staff (previously omitted). This event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction made to h6: a050401 added (previously omitted). H10: should additional relevant information become available, a supplemental report will be submitted.